Event description:
The user ran a total psa on a patient drawn in the outpatient clinic and got result of 10.32 ng per ml. The user checked previous results on the same patient and noted the result from (B) (6) 2008, was 1.4 ng per ml. She reran the same sample twice and recovered 1.27 and 1.28 ng per ml. The original result was not reported.

Manufacturer narrative:
The field service representative could not find a cause and performed preventive maintenance. Performance tests and qc were performed to verify the analyzer performance.